Event description:
It was reported that there was error message "gdm disconnected" shown in the monitor during in use on a pt in 2008. Then the hospital staff noticed that it smelled something burning, so the staff disconnected the unit from the pt and it was turned off. The unit was turned back on by the importer on the following day. Right after the unit was turned on; a lot of smoke came out from the unit and spread in the ICU room. Please note that there was no serious injury or death in this incident.